Event description:
Deployment difficulty, unable to deploy. While advancing the stent through the prowler select plus microcatheter (mc), physician noticed some resistance but was able to position the mc and stent in the correct spot distally. Then he pulled back the mc to set stent free. Stent was not deployed yet and was still closed. Physician corrected stent position and pulled back the whole system (stent/delivery wire and mc). During this step, the stent was pulled back into the mc and then it was not possible to pull the mc to release the stent. The whole unit was removed and a new stent and mc was used successfully.

Manufacturer narrative:
The product has been returned for evaluation and testing, however, the engineering evaluation is not yet complete. This is one of two products used on the same patient. MFR report #1058196-2008-00247 & 1058196-2008-00248. Additional information will be submitted within 30 days upon receipt.